Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain and metallosis, with hemosiderin staining of the tissues. During the surgery bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report indicated no inconsistencies related to the surgical technique, a potential cause or contributing factor for the later revision. According to the provided revision report, the patient had persistent pain and during the revision a small amount of metallosis with hemosiderin staining was noted. Based on the provided documents, a root cause or factors that contributed to the reasons for the revision could not be identified. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed due to pain and metallosis, with hemosiderin staining of the tissues.